Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown reason. A new lead was implanted with the same model. No additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental report was created to capture additional information. This complaint no longer meets reportable criteria.

Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown reason. A new lead was implanted with the same model. No additional adverse patient effects were reported. Additional information received which indicated that this ra lead was fine. The physician elected to do all new leads.